Event description:
Pt called to inform pt dropped legacy pump in the tub and pump got submerged in the water and is just beeping and malfunctioning. Sn (B)(4). Pt is using back up pump currently. Pump was replaced. Strength: 2.5 mg/ml; dose or amount: 36 nkm; frequency: continuous; route: IV. Dates of use: from (B)(6) 2016 to current. Diagnosis or reason for use: pah.